Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Gtin/UDI number for item 2420-0500 lot 17073073 is (B)(4).

Event description:
The customer reported a platin infusion had been running for 1.5 hours when the patient noticed wetness that was coming from the texium attached to the y-site and smartsite infusion tubing. Approximately 10-15cc of the chemotherapeutic medication leaked. There was no patient harm.

Manufacturer narrative:
Correction on initial report: delete information on initial report. The customers report of a leak coming from the texium was confirmed. The set was visually inspected and it was noted that the texium was not bonded to the male luer and no solvent was observed at the engagement. Pressure testing resulted in leaking from the mating engagement between male luer and the texium. The root cause of the leak is the texium component not being bonded to the male luer, due to a manufacturing assembly error.

Event description:
The fluid infusing was a 500 ml bag of cisplatin (63mg), mannitol (12.5gm) and ns (387ml).